Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 11500a inspiris valve in the pulmonary position underwent valve-in-valve intervention after an implant duration of one (1) year, five (5) months due to valve dysfunction secondary to halt with leaflet thrombosis and severe pulmonary insufficiency. The patient had symptoms of fatigue. The tpvr procedure was performed with a 29mm 9600tfx transcatheter valve. The patient was transferred to the pacu in stable condition.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, d4, g3, g6, h2, h4, h6. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots on the device/graft. There may be cases of incidental finding by imaging (CT scan) of thicken leaflets (halt) when the patient will benefit from a close follow-up and may be treated with oral anticoagulant. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. There is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error.